Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of these fusion oxygenators, it was reported that there was a high pressure excursion with the device during bypass that required an oxygenator changeout. Approximately 10¿15 minutes after initiation of cpb (cardiopulmonary bypass), they were unable to maintain adequate flows despite increasing rpms (revolutions per minute) to 3200-3700rpm, and the post-oxygenator pressure remained low. To investigate further, they set up monitoring of the pre-oxygenator pressure, which read plus 300mmhg. At that time, the po2 (partial pressure of oxygen) was 68mmhg at 70% fio2 (fraction of inspired oxygen). Given these findings, the customer came off bypass and changed out the oxygenator. With the new oxygenator, they were able to maintain adequate flows, and both pre- and post-oxygenator pressures were within normal ranges. However, they observed that the sweep gas and fio2 requirements were higher than usual. Sweep was 3.7lpm at 70% fio2, resulting in a pao2 of 185mmhg and co2 (carbon dioxide) of 44g/mol at a systemic temperature of 35°c. Additionally, marbling of the blood appeared on the oxygenator membrane approximately 1.5hrs on bypass, wrapping around majority of the perimeter of the oxygenator. A clot formed on the oxygenator and poor performance was observed on the replaced device. Acts (activated clotting times) were in the 550-650 seconds range. They came off bypass shortly after without any further issues. There was no adverse patient effect associated with this event. The oxygenator lot numbers associated with the pack are 231193411 and 231193410.

Manufacturer narrative:
Medtronic received additional information that the first oxygenator was primed with plasmalyte and 10,000 units of heparin, with phenylephrine administered during the case while on cardiopulmonary bypass (cpb). Phenylephrine was used for the second oxygenator on cpb. Since the customer does not regularly monitor pre-oxygenator pressures, it was unknown if it happened slowly or suddenly, post oxygenator pressures stayed more or less the same. The temperatures ranged from 34.6°c to 35.9°c of the arterial and venous line of the oxygenator. The customer was unsure if the fibrin grew slowly or suddenly. There was no excessive air entering the reservoir due to table techniques; levels remained within the normal range for a CABG procedure. The patient had previously been on anticoagulant therapy, specifically enoxaparin, with the last dose administered on the (B)(6) 2025 prior to surgery. The pump was centrifugal. The sucker blood was not sequestered to the cell saver before returning to the cardiotomy venous reservoir (cvr). There was consistently 4-500mls in the reservoir at all times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.